Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Product ID 97791, serial# unknown, product type: accessory; product ID 97791, serial# unknown, product type: accessory; product ID neu_silicone anchor, serial# unknown, product type: accessory; product ID neu_silicone anchor, serial# unknown, product type: accessory; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, serial# unknown, product type: accessory. Product ID: neu_siliconeanchor, serial# unknown, product type: accessory. Product ID: 39286-65, serial (B)(4), implanted: (B)(6) 2015, product type: lead. Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding the patient. It was reported that there was a device explanted and the physician requested that it be returned. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
Product ID: 97791, serial# unknown, product type: accessory; product ID: 97791, serial# unknown, product type: accessory; product ID: neu_siliconeanchor, serial# unknown, product type: accessory; product ID: neu_siliconeanchor, serial# unknown, product type: accessory; product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Previous information reported to the manufacturer did not meet the reporting requirement of 21 cfr 803. However, the additional information received 2019 mar 05 does meet those reporting requirements and any future information that is received regarding this event will be reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a representative (rep) regarding the patient. It was reported that there was a device explanted and the physician requested that it be returned. Additional information was received from a healthcare provider (hcp). The hcp reported that the reason for explant was that the patient stopped using the stimulator (ins) because after initial success, she felt that the ins was making her legs weak. The hcp reported that the patient felt the ins was uncomfortable and she wasn't using it; she wanted it out. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 97791 lot# serial# unknown product type accessory product ID 97791 lot# serial# unknown product type accessory product ID neu_siliconeanchor lot# serial# unknown product type accessory. Product ID neu_siliconeanchor lot# serial# unknown product type accessory. Product ID 39286-65 lot# serial# (B)(4) implanted: (B)(6) 2015 product type lead device evaluated by MFR: analysis of the ins (nks730249h) found that the ins battery had a reduced capacity due to overdischarge. Analysis of the lead (va10am5005) found that all conductors were broken 25.8 cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.